Manufacturer narrative:
Other contact phone number: (B)(6). A gas loss in the iab circuit occurs when the pump detects a helium loss due to a leak or a high rate of diffusion in the iab circuit. When a cumulative shuttle gas loss exceeds a nominal 5 cc per hour dynamic limit a gas loss alarm is triggered. The alarm activates only when the iab inflation period is 80 msec or greater and the deflation period is 250 msec or greater. Gas loss cause is pump system malfunction.

Event description:
It was reported by customer that intra-aortic balloon (iab) experienced gas loss alarm during use. No harm or injury reported.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: h6 (type of investigation). According to the communication provided in the related pump complaint, there is no more information available regarding the incident or a balloon used.

Event description:
N/a.